Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The t:slim x2 basal iq user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin and also using pump cartridge for four to five days. Clinical support specialist informed customer that fiasp and length of cartridge use is off label per the user guide. System check was performed with tandem technical support and a blockage was identified in the cartridge. Customer did not change cartridge at time of call and did not respond to tandem technical support multiple attempts to finish troubleshooting. Customer's blood glucose was 97 mg/dl.